Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse adjusted the wash and substrate temperatures. The fse calibrated and ran quality controls. All results were within acceptable range. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to the wash and substrate temperatures were low.

Event description:
On (B)(6) 2017, a customer reported sporadic io flags during calibration with the aia-600ii analyzer. The curve was not visible due to a very high rate yet the curve was calculated and stored by the analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.